Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ r revision, bi-lateral, left asr xl acetabular system. Reason for revision: component loosening (acetabular cup). (B)(4) for right hip revision. Update from injuries board letter received 17th jan 2012: patient name, sex, dob, ltr attached. Update 30 nov: we have been informed by (B)(4) that this patient is deceased. The date of death is (B)(6) 2013. The date of implant and revision have also changed to (B)(6) 2009 and (B)(6) 2011 respectively. I have attached an updated spreadsheet by (B)(4) with the correct details for each hip as there was a mix up of details in the original spreadsheet. I have also brought forward the meddev form from (B)(4). Patient is bilateral. (B)(4) for right hip. Complaint falls out of CAPA. Therefore, it is assigned to (B)(4) in investigation. As the manufacturing dates do not match the implant date (i.e. They are after the implant date) for the right hip, I have swapped both side's implant dates around to the correct hip. Now the manufacturing dates occur before each implant date and the implant dates more closely match the ones previously given in the dint system. Update 5 dec 2014 - confirmation received that the implant dates were the wrong way around and that we were correct to switch them. Added lot number, manufacturing and expiry dates to the head.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.